Event description:
Additional information from the patient's health care provider showed the cause of the event was abundant, loose connective tissue. Patient able to avoid flipping device, and is able to recharge without issue.

Event description:
It was reported in 2010 the stimulator would flip when the patient would lie on her left side, and as a result the device could not be recharged. The patient was careful to not lie on her left side so the device would not flip, thus allowing the device to be recharged. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Extension model 37085-60 (B)(4) implanted: (B)(6) 2010, extension model 37085-60 (B)(4) implanted: (B)(6) 2010, programmer model 37642 (B)(4), recharger model 37752 (B)(4).